Event description:
A report was received that the patients underwent an ipg replacement procedure due to high impedances. The patient was doing well post operatively.

Manufacturer narrative:
Sc-1160 sn (B)(6). Device communication could not be established after several charging attempts. The internal circuit exhibited excessive sleep current and low vh (high voltage) impedance. The component u2-asic temperature measured high. The system data log could not be retrieved from the ipg since the device does not turn on even when connected to an external power source. This type of damage occurs when the ipg is exposed to high-voltage transients or high rf energy. Based on the dfu, electrocautery may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device. It was reported that electrocautery was used during the explant procedure and it caused damage to the ipg electronics. The probable cause selected for the explant damage is unintended use error caused or contributed to event.

Event description:
A report was received that the patients underwent an ipg replacement procedure due to high impedances. The patient was doing well post operatively.